Event description:
During the initial implant procedure, blood was noted in between the layers of insulation on the left ventricular (lv) lead. A lead insulation anomaly was suspected to have been the cause of the observed event, however, no lead abnormalities were visually noted prior to insertion into the patient. As all electrical measurements were in-range and stable, the lv lead was left implanted and the implant procedure was completed. The patient was in stable condition.